Event description:
It was reported that the balloon on the catheter ruptured in situ. The physician was concerned that a small piece of the balloon may have broken off and remains in the pt. There were no pt complications.